Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was cracked and unresponsive. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was approximately 160 mg/dl. The customer reverted to an alternate method in insulin therapy.